Manufacturer narrative:
(B)(4). The affected set is expected to be returned for investigation but has not yet been received. A follow up report will be submitted once the device has been received and investigated or additional information is obtained.

Event description:
Customer sent e-mail to sales with report of unidentified leaking set. Set will be returned for investigation. Site of leaking not identified. No patient harm reported. No additional information provided.